Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. The following information is applicable to the following device: model: 37761, serial: (B)(4). (B)(4).

Event description:
It was reported that the recharger was not charging. The connector pin would not go into the recharger and it seemed as if the female end on the recharger was pushed in. The desktop charger looked ok. The patient reported 3 days later that she only got the cord and not a recharger. She reiterated the female port was damaged. When she tried to plug in the connector pin into the recharger the desk top charger connector pin was missing. The patient was in pain the whole weekend as she was not able to charge. The patient had received assistance and her concerns resolved.